Event description:
The customer reported that their alarms were not behaving as expected.

Manufacturer narrative:
The customer reported that their alarms were not behaving as expected. The initial analysis supports that the monitor is functioning as per the intended design. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).